Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to a damaged power cord. A device history review was also performed, finding that during the manufacturing of this device, the pump's led did not light up. Pump head module keypad flex cable was re-inserted and the pump passed subsequent testing.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'mains lead damaged' was confirmed during product evaluation. The root cause was not identified. However, the power cord was replaced. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "mains lead damaged." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 7:01:00. No additional information is available.